Event description:
N/a

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/13/2025. An investigation was conducted on 11/13/2025. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact. There was a bend observed on the scope wash tube. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent c-ring" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for "material twisted/bent". A visual inspection was performed. No signs of clinical use and no evidence of blood were observed. The c-ring was observed to be intact. There was a bend observed on the scope wash tube. There were no other visual defects observed. Note: the scope wash tube detached from the c-ring during the investigation. Upon closer investigation it was observed that the scope wash tube was bent. The scope wash tube was able to move freely into and out of the cannula, indicating there was no impedance from the scope wash tube when the c-ring was extended or retracted. The failure mode was able to be recreated on another evh cannula subassembly by impeding the travel of the scope wash tube near the blunt tip as the c-ring slider was being retracted. Based on the manufacturing engineering evaluation results, the reported failure "material twisted/bent c-ring" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000501445 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that prior to procedure starting, upon removal of vasoview hemopro 2 from packaging, it was noticed that one of the arms of the c-ring was at an angle. The device was replaced with a new one. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.